Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.

Event description:
Boston scientific received information that a lead revision procedure was being performed for impedance measurements greater than 2000 ohms, loss of capture and insulation damage on the right ventricular (rv) lead and oversensing on the right atrial (ra) lead. During the procedure, it was noted that the rv lead was fully inserted, but the setscrew had not been tightened. The lead was tested through the pacing system analyzer (psa) and still resulted in loss of capture. Also during the procedure, the programmer lost telemetry connection with the device. After several unsuccessful troubleshooting attempts, the session was exited and telemetry could not be reestablished. The programmer worked appropriately with a different device. As a result, the device was explanted and replaced. No adverse patient effects were reported.

Event description:
--